Manufacturer narrative:
Eitan medical requested additional information about the event from the customer as well as the pump and event log for investigation. To date, none were received. When received, the investigation findings will be detailed in a follow-up report.

Event description:
This complaint was reported by a customer from USA. A delivery issue was reported. It was reported no human harm occurred, and no medical intervention was required during this event. The type of drug used during the event was not reported. Since the likelihood of causing or contributing to death or serious injury could not be determined due to insufficient information about the type of drug involved, the complaint is being reported out of an abundance of caution.